Event description:
Baxter (B)(4) received a report that an intermate had a disconnected blue winged luer cap found before use. This potentially caused a breach in the sterile fluid pathway of the device. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. Visual examination of the unit confirmed the reported condition of a blue winged luer cap which was separated from the distal luer. The cause was determined to be that during assembly, the operator did not tighten the blue wing luer cap hard enough and during the transportation/handling of the unit, the cap became loose and separated from the unit. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.